Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material# 303326 batch# 4010391 it was reported by customer that the needle itself is very flimsy and bends easily. The safety device is difficult to engage because that is also flimsy and bends the needle as you are engaging the safety device. Verbatim: rcc received a complaint via email. Email(s) attached it is the bd safetyglide 3ml syringe. Ref 303326. The needle itself is very flimsy and bends easily. The safety device is difficult to engage because that is also flimsy and bends the needle as you are engaging the safety device. Lot number - 4010391 customer response on august 05, 2024 this is being shipped today. They are different lot numbers but still same issue. Customer response on august 09, 2024 I didn't write down the lot number that I put in the box. You'll have to check that upon arrival. I can't guarantee the one I would give you off the shelf is the same.

Event description:
No additional information received material# 303326; batch# 4010391. It was reported by customer that the needle itself is very flimsy and bends easily. The safety device is difficult to engage because that is also flimsy and bends the needle as you are engaging the safety device. Verbatim: rcc received a complaint via email. Email(s) attached it is the bd safetyglide 3ml syringe. Ref 303326. The needle itself is very flimsy and bends easily. The safety device is difficult to engage because that is also flimsy and bends the needle as you are engaging the safety device. Lot number - 4010391. Customer response on august 05, 2024. This is being shipped today. They are different lot numbers but still same issue. Customer response on august 09, 2024. I didn't write down the lot number that I put in the box. You'll have to check that upon arrival. I can't guarantee the one I would give you off the shelf is the same.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the needle is flimsy, bends easily and the safety device is difficult to engage. To aid in the investigation, five samples in sealed packaging blisters from lot 3306576 were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested by activating the safety mechanism. All the samples functioned with no issues. A device history record review was completed for provided material number 303326, lot 3306576. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.